Event description:
It was reported the ets flex was used during a laparoscopic appendectomy. It was reported the device would not fire. It was reported the white handle, then black, then white handle was fired. There was no consequence to the pt. Another was opened to complete the case, but it was not used.